Manufacturer narrative:
Upon investigation, the technician found the device had brake casters which were worn out due to age and had wear and tear associated with regular use. The device has been in service since 2007 with no records of replacement or malfunction. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. A search of hill-rom maintenance records did show that preventative maintenance has been performed annually. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake and brake steer casters are ratcheting when the brakes are engaged. There was no pt/user injury reported. (B)(4).